Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that when the patient presented for routine follow-up, vf was inappropriately detected. Atp was delivered and the device charged for hv shock, but return to sinus was detected before delivery. The lead was found to be dislodged into the atrium. Lead was explanted and replaced.